Event description:
It was reported that the bd prn adapter had leakage. The following information was provided by the initial reporter translated from chinese to english: on (B)(6) 2025, at about 9:00, the patient returned to the ward after surgery, the nurse found that there was liquid leakage at the patient's indwelling needle when he was in (B)(6), the nurse carefully examined the patient and found that it was a leakage of the heparin cap, the nurse immediately suspended the infusion treatment and replaced the heparin cap to continue to carry out the infusion treatment for the patient, which did not affect the patient in any other way, and afterwards, reported it to the hospital's purchasing department and reported an adverse event of the device.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information available.

Manufacturer narrative:
The customer did not return any samples or photos, and the specific defect details could not be identified. Query batch record information: the complaint batch number # 4080232 was produced on the prn automatic assembly line, with a production date of 2024-4. 2024-4 was packaged on the m860 packaging machine, and the total value of this batch of products was 439.6k. Check the process inspection and shipment inspection reports of this batch of products. The test results all meet the product standards and there are no abnormalities. Check the production records of this batch of products and the machine maintenance, and find no abnormalities, deviations or rework activities. Analysis of the retained sample products: leakage tests were conducted on the retained sample products of the same batch (rotate the prn on the standard ruhr joint, inject the standard water pressure, and observe whether there are any abnormalities in the prn within the standard time). The test results were qualified. Root cause analysis: leakage tests were conducted on the retained samples of the same batch. The test results were qualified, but the defect patterns could not be reproduced. As no samples or photos were returned, the specific defect details could not be identified. The factory keeps a close eye on such defects.